Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, during analysis of logfiles. Issue was due to the wrong blower type configured. This unit had been reworked from moog to micronel vents in production. Alarm 401 or error 4 is not visible on the logs after updating the sw to patch 16 on (B)(6) 2021 13:03:34. Later the sw was update to patch 17 on 13/04/2021 12:45:03 and no failure is active on logs. After update with patch 19 on (B)(6) 2021 09:48:35 3 starts up were visible without triggering alarm 401 and error 4. The failure alarms are visible since start up from (B)(6) 2021 11:15:58. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that bellavista 1000e has alarm 401 "inspiration valve or device leaky". There was no patient involvement reported from this event.